Event description:
It was reported that during hospitalization the patient suffered a stroke. Patients symptoms gradually improved although there were severe left hemisphere dysfunction and phasia. Three serial head CT were all negative. Findings were consistent with hyperperfusion syndrome. This resulted in a prolonged hospital stay and the patient outcome is unchanged.